Event description:
It was reported that the patient's hearing perception became more and more softer. All the external equipment was checked and exchanged, but without success. Now, the patient is no longer able to hear with his device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.